Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es biometric identifier device sensor was not working. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) device sensor was not working. A field service engineer (fse) attempted to reseat the universal serial bus (usb) cable and moved it to another usb port on the docking board, but the sensor light did not turn on. The issue began when the station failed to boot properly. Attempts to access the device through hardware test application (hta) were unsuccessful. The fse obtained a replacement bio-ID unit, swapped it with the faulty one, and restarted the station. After rebooting, the sensor lights began blinking, indicating successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es biometric identifier device sensor was not working. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.